Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported that when the system 1 was powered on, one of the air bubble detector modules light emitting diode stayed red and a red "x" appeared over the air bubble detector icon on the central control monitor. The unit was shut down and powered back up and the air bubble detector module light emitting diode turned green with no red "x" over the air bubble detector icon. As a result, an alternate device was employed. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.